Event description:
The customer reported the unit was broken from the stand and requested part numbers for the rubber feet and thumbwheels. No patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer states that the ventilator was not in patient use; however, it occurred in the patient's room. The customer found the thumb wheel snapped off and the cpu cover plate mounting for the thumb wheel broke off from the plate. The customer replaced the feet kit, cpu cover plate, and thumb wheels.